Event description:
It was reported after use the tube sstii plh 16x100 8.5 plb ce gld jlp had poor barrier separation of sample and air bubbles in the gel. This event occurred 100 times. The following information was provided by the initial reporter and translated from taiwanese to english: the customer stated ¿rbc in gel. The customer feels there are too many rbc in the gel.¿ additional information: after reviewing investigation photos event type: air bubbles in gel has been added to this complaint. Air bubbles in the gel may affect the performance of the lab testing.

Manufacturer narrative:
H.6. Investigation: no samples were provided in support of this complaint however 1 photograph was provided, showing drawn tubes which had not separated and with bubbles in the gel. 20 retained samples from the same lot number were therefore drawn with horse blood, mixed and stood for 30 minutes. They then were centrifuged at 3450rpm for 10 minutes, using an mse mistral 1000 centrifuge. All samples separated as expected with complete gel barriers and no bubbles in the gel. A review of the device history record (DHR) with particular focus on gel preparation and dispense was carried out with no issues relating to the reported defect being identified. The review of the DHR identified no issues relating to the reported defect. However the photographs did show evidence of inappropriate separation and bubbles in gel. Bd was able to confirm the customer¿s indicated failure mode with the photograph provided.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is fukushima. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed. And the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported after use the tube sstii plh 16x100 8.5 plb ce gld jlp had poor barrier separation of sample. This event occurred 100 times. The following information was provided by the initial reporter and translated from (B)(6) to english: the customer stated ¿rbc in gel. The customer feels there are too many rbc in the gel.¿

Manufacturer narrative:
The following fields have been updated with additional information: b.5. Describe event or problem:

Event description:
It was reported after use the tube sstii plh 16x100 8.5 plb ce gld jlp had poor barrier separation of sample and air bubbles in the gel. This event occurred 100 times. The following information was provided by the initial reporter and translated from taiwanese to english: the customer stated ¿rbc in gel. The customer feels there are too many rbc in the gel.¿ additional information: after reviewing investigation photos event type: air bubbles in gel has been added to this complaint. Air bubbles in the gel may affect the performance of the lab testing.